Manufacturer narrative:
(B)(4). 6/30/2025 . This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. D4: batch # unk. B3: unknown; captured as awareness date. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: the role of curved cutter stapler (contour, ethieon endo-surgery, inc) in double stapling technique in surgical treatment of low rectal cancer. Authors: bai wenqi, liang xiaobo, zhang xin; lichun wang. Citation: journal of colorectal & anal surgery, 2007, vol. 13, no. 4. The aim of this retrospective study was to evaluate the role of contour in the double stapling technique. From april 2005 to july 2006, double stapling technique was used with contour in 90 patients (male=48, female=42; mean age=54 years, age range=22 ¿ 81 years) with low rectal cancer and with xf in 219 patients (male=128; female=91; mean age=56 years, age range=27 ¿ 83 years). During the procedure, distilled water and fluorouracil (5-fu) were used to rinse the distal intestine, and then contour (ethicon) was used for the contour group and xf55 was used for the xf group to close and cut off the rectum. After the sigmoid colon was cut off proximally and the specimen was removed, the cdh33 anastomotic stapler (ethicon) was placed in through the anus, and the cdh33 carried out end-to-end anastomosis. Reported complications in contour group included anastomotic leakage (n=2); anastomotic bleeding (n=1); rectal irritation (n=20). Reported complications in xf group included anastomotic leakage (n=4); anastomotic bleeding (n=2); rectal irritation (n=36). In conclusion, contour can increase the rate of anus preserving with no more complications in double stapling technique.